Manufacturer narrative:
The results of the investigation are inconclusive since the product was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's atrial lead was oversensing noise, which caused inappropriate automatic mode switch. Programming changes were made to address the oversensing. The patient was stable.